Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "defib fault 80" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.